Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electrical remote-controlled (erc) tubing clamp, assembled onto s5 console, which was found to no properly functioning. The event occurred during procedure. There was no patient injury.